Event description:
It was reported that the procedure was to treat a total occlusion, approximately 15 mm in length, in the mid-distal left anterior descending artery. The balance middleweight (bmw) universal ii guide wire was advanced through a micro-catheter to the lesion site, with 10 mm of the tip into the lesion. When the guide wire was removed to exchange for another guide wire for crossing, the distal end was observed to have separated and remained trapped in the lesion. A xience v 2.5 x 28 mm stent was implanted to treat the lesion, also apposing the tip of the guide wire to the vessel wall. There was no adverse patient sequela. No additional information was provided.

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a tortuous and heavily calcified left anterior descending artery. The lesion was predilated with a 3.5x12mm maverick balloon. A 4.5x16mm taxus liberte' stent was advanced to the lesion, but could not cross. The lesion was again predilated and the procedure was completed with a 4.0x16mm taxus or promus element stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned without any blood or contrast visible which is consistent with the guide wire being wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported tip separation as the shaping ribbon was separated 2.1 cm distal to the center solder. The separated portion was not returned. The shaping ribbon was in a corkscrew shape at the separation for a length of 1.5 mm. The shaping ribbon and the core were still intact. The tip coils were separated 2.6 distal to the center solder. There were multiple offset coils in the tip coils. There was a kink in the core 1.5 cm distal to the center solder. Scanning electron microscope (sem) analysis of the guide wire suggests that the shaping ribbon and tip coil failures may be attributed to torsional overload. For the wire to fail in this manner the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. The noted kink in the core, corkscrew shaped shaping ribbon and separated and overlapped tip coils appears to be the result of the guide wire tip separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. In this case, the lesion was described as totally occluded which could have contributed to the guide wire tip separation. Any attempts to move the wire in a trapped state could have then caused the noted tip separation. Per the instructions for use (IFU), do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, a xience v stent was implanted to treat the lesion and place the tip against the vessel wall. The lot history record was reviewed. There are no non-conforming material records (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported tip separation and device embedded in the vessel and the noted kink in the core, corkscrew shaped shaping ribbon and separated and overlapped tip coils appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.